Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was under delivering. Customer blood glucose level was 307 mg/dl. Customer other relevant blood glucose level was 380 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Trouble shooting was performed. High pressure test was failed. The device will not be returned for analysis.